Event description:
Psychological disorder of the patient made it impossible to set the implant successfully, primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, psychological disorder.